Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 224-250 mg/dl. It was also reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. It was then reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue.